Event description:
Per the info provided to the co by the physician's office, "during the course of pulling the new nephrostomy tube in-situ, the connector between the two tubes broke in half, thereby allowing the old nephrostomy tube to separate from the new nephrostomy tube and access to the tract was lost. Numerous attempts at replacing the new nephrostomy through the established tract failed. Rigid cystoscopy and then flexible cystoscope was then carried out and the previously placed ureteral catheter was found. It was grasped with grasping forceps and brought out the upper tract. The physician was asked if in his opinion additional medical intervention was required and he responded that "additional steps were required and that the procedure was prolonged".